Manufacturer narrative:
Insert meets temperature specification. Insert bent.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, there were water problems and the insert was heating up; no injury resulted.